Event description:
It was reported via attached voluntary medwatch report # (B)(4) that tip break occurred. A 150 cm, 8 cm poly tip v-18 control guide wire was selected for use. During the procedure, the tip of the wire broke within the surgical field. There were no patient complications reported as a result of this event.